Event description:
Towards the end of the procedure, before closure, the irrigating bipolar tubing was discovered to have a hole and was leaking fluid while the bipolar tip and tubing was in the sterile field and with contaminated fluid. The bipolar forceps were immediately removed from the sterile field by the doctor. Additional IV antibiotics were ordered by the doctor and administered by another doctor, and the surgical site was irrigated with 0.9% nacl and 50,000 units bacitracin. Hole was at the rubber part of the tubing and clear part of the tubing.